Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use an amphirion deep device. No abnormality noticed during inspection prior to use. The lesion was in arteriae tibialis anterior with slight tortuosity and moderate calcification with 100% stenosis. During dilation, the amphirion deep balloon ruptured. Physician replaced it with another balloon to complete the operation. No patient injury reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.